Event description:
This was a lead removal case performed in a hybrid o.r. To extract one gdt 0185 cardiac lead. The case began with a 14f glidelight laser catheter with a visisheath (33cm medium). The physician could not advance, so upsized to a 16f glidelight laser catheter with the teflon sheath. When the proximal coil was reached, advancement stopped due to snowplowing. Additional pressure was being used to push the outer sheath, when the patient's vitals dropped. A CT surgeon was called, the patient was placed on bypass, and a sternotomy was performed to repair a tear in the innominate-svc junction. The lead remained stuck in the lower part of the svc or ra, and is retained, so it was cut and capped off. The patient survived the rescue.

Manufacturer narrative:
Received additional information about the case. Received patient relevant history of arvd. Received size of visisheath used so added 33cm, medium to concomitant device description. (B)(6).

Event description:
This was a lead removal case performed in a hybrid or to extract one gdt (B)(4) cardiac lead. The case began with a 14f glidelight laser catheter and at some time was upsized to a 16f glidelight laser catheter. While in the svc, the patient's vitals dropped, a CT surgeon was called, and a sternotomy was performed to rescue the patient. The patient survived the rescue.